Event description:
It was reported that the dexcom g7 sensor stopped displaying readings on the ilet, with the device alerting to replace the sensor; the user was guided to verify g6/g7 selection, re-pair the sensor, and then replace the sensor, after which the ilet displayed sensor warmup and the user was advised to contact dexcom for a replacement. Symptoms included absence of glucose readings on the ilet. Outcomes included restoration of sensor warmup status after sensor replacement with expectation of glucose display upon completion. Investigation included remote troubleshooting, education on correct sensor type selection, re-pairing procedures, and supervised sensor replacement. Investigation of this case revealed a sensor connection issue limited to the ilet interface that resolved with sensor replacement and proper pairing, indicating no pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a sensor or pairing issue with the continuous glucose monitoring system rather than a malfunction of the ilet.